Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 5701622, and no non-conformance's were identified. During the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/ fold. Reason for device explant and/ or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a mentor smooth round high profile 460cc saline prothesis experienced left sided deflation post procedure. Additionally, the patient was experiencing multiple unspecified symptoms being attributed to the implants. As a result, an explant without replacement was performed on (B)(6) 2020. The left sided deflation was reported initially under 1645337-2020-04225 on march 16, 2020. On may 15, 2020 mentor received additional information and initial awareness of the unspecified symptoms. This report relates to the right prosthesis.